Manufacturer narrative:
Vyaire reference: (B)(4). Vyaire field service went onsite for repair. However, root cause was not yet determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit is alarming transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.